Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away; she was found at home, unresponsive. The caller stated that the customer was last seen alive on (B)(6) 2016 and did not have any complaints at that time. The caller stated that on (B)(6) 2016 at 0800, the customer's blood glucose was 101 mg/dl, and on (B)(6) 2016 at 0130 the customer's blood glucose was above 600 mg/dl. The caller stated that the customer has had multiple hospitalizations due to diabetes complications and that the customer has a history of alcohol abuse. The caller stated that the customer's cause of death is unknown at this time. The caller stated that the customer had coronary artery disease and had coronary infarction. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The insulin pump was removed by the coroner's office. The caller did not know if the customer used sensors or not. The caller agreed returning the insulin pump for analysis.